Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual noted about the supplies. The home patient will end therapy and either set up with new supplies or use manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.